Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from the consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the device was not working. The ins can¿t connect with the programmer. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-jun-19. The patient stated that the problem was resolved. The patient talked to their manufacture representative (rep) who explained that they were doing things there. The patient stated that they were having trouble sometime in late (B)(6) or early (B)(6) 2017. There were no patient symptoms reported and no complications reported.